Event description:
Reportable based on device analysis completed on 13oct2021. It was reported that the coil was stuck in the catheter. An 8mmx20cm idc was selected for use. During the procedure, it was noted that the coil was stuck in the catheter. The device was removed together with the catheter and the procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the interlocking arm was detached, and the pusher wire was broken.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The coil was not returned. The introducer sheath was inspected, and it was damaged. The pusher wire was inspected, and it was noticed broken and kinked. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface and the interlocking arm was inspected, and it was detached. Dimensional inspection of the pusher wire revealed that the overall dimension of the proximal tfe outer diameter is within the specification. The main coil was not returned. The reported issue of coil/jammed is confirmed since the customer did not perform a continuous flush during the procedure, however, is critical that a continuous flow of flush is maintained in order to achieve and excellent performance with the device and reduce the risk of thromboembolic complications that could have caused the failure reported.